Event description:
It was reported that a malfunction alarm intermittently occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.